Event description:
A report received from the UK stated the device had a "gear not properly seated on shaft." It is unknown if the device was being used during surgery. It is unknown if an injury or medical intervention were reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).